Manufacturer narrative:
A thorough evaluation of the returned electrode was also performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Analysis did not identify any lead characteristics that would have contributed to the reported difficulty in inducing the patient or the observed low shock impedance measurements.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was not possible to induce this patient during the implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode and low out of range shock impedance measurements were noted. The patient will be brought in for another defibrillation threshold (dft) test. No adverse patient effects were reported. Additional testing was done and a 10 j shock showed another low shock impedance value with the existing system. A revision took place where evacuation of a hematoma took place. The system was disconnected and visual inspection of the device did not show any abnormalities. The electrode was explanted and a new one was implanted. Visual inspection of the explanted electrode also did not show any abnormalities. A new device was also implanted. The new system was tested and low out of range shock values were once again noted. It was noted that despite changing the system and moving the electrode further in the sternum the shock impedance measurement had not increased significantly. It was believed that the root cause of the reduced values was physiologic with the patient who had elevated hemoglobin, high blood pressure and high potassium values. The physician elected maintain the system as is and monitor the patient via remote monitoring.

Event description:
The explanted system will be returned.